Event description:
Info rec'd indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake/steer caster was worn. He replaced the caster and adjusted both casters to repair the bed.